Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the cutter. The button and safety lock were depressed. The cutter had been actuated and the cutter and needle were extended. The needle was bent almost 90 degrees. The device was bloody. Based on the received condition of the device, the reported complaint "cutter did not fire" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii cutter did not fire. A replacement unit was used to complete the procedure. There was no pt effects. The product was returned.